Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01528, 3005168196-2017-01530.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). It was noted that the patient had a slightly tortuous vessel in the left carotid artery. During the procedure, the physician successfully placed five coils from an unknown manufacturer and then two smart coils using a non-penumbra microcatheter. The smart coils were detached using the handle (lot #f74570). The physician then deployed a new smart coil into the target vessel and attempted to detach it using the same handle but was unable to. Although the proximal alignment zone was separated, the smart coil was not detached. Next, the physician opened a new handle (lot #f77158) and attempted to detach the coil but was still unsuccessful. The physician then broke the proximal end of the pusher assembly and attempted to manually detach the coil; however, after a couple of attempts, the smart coil did not detach. Therefore, the physician attempted to retract the smart coil. While the coil was being retracted, it unintentionally detached when it was retracted approximately one centimeter into the microcatheter. Subsequently, the physician attempted to push the rest of the smart coil into the target vessel using a guidewire but one of the coil loops escaped into the parent vessel. The surgeon decided to end the procedure at this point because he believed that there was no problem. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The penumbra smart coil (smart coil) was returned wrapped around itself with multiple kinks along the pusher assembly length. The pet lock was broken but not separated; it was also frayed on its most proximal end. The pusher assembly was fractured approximately 5.0 cm from the proximal end and kinked in the region surrounding the fracture. The embolization coil was detached and constraint sphere was no longer present inside the distal detachment tip (ddt). Evaluation of the returned devices revealed that the handle with lot #f77158 was returned without the handle nose cone funnel. Since this component was not returned, functional testing of the device could not be performed. The handle¿s return state and missing nose cone were likely a result of handling after removal from the procedure. The returned handle with lot #f74570 was functionally tested and performed as intended. Evaluation of the returned smart coil revealed that the pet lock was frayed and broken but had not been separated. The proximal end of the pusher assembly must be retracted in order to actuate the pull wire and successfully release the coil. It was mentioned that the patient had a tortuous ica. Tortuous anatomy may cause increased friction within the smart coil pusher assembly between the pull wire and hypotube, resulting in difficulty detaching the embolization coil. Further evaluation revealed multiple kinks and a fracture on the smart coil pusher assembly. These damages are likely a result of the physician forcefully manipulating the smart coil while attempting to manually detach the coil. Some kinks may have been incidental and may have occurred during packaging to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.